Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was in the 100-200 mg/dl range.